Event description:
A report was received that the clinical patient developed an infection that was moderate in severity. The lead incision site was producing puss. Antibiotics were prescribed and the infection resolved. The event was assessed as casually related to the procedure and is not related to the device.

Event description:
A report was received that the clinical patient, combo study a4070, developed an infection that was moderate in severity. The lead incision site was producing puss. Antibiotics were prescribed and the infection resolved. The event was assessed as casually related to the procedure and is not related to the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-50. Serial/lot: (B)(4). Description: infinion cx lead kit, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.